Event description:
It was reported that the patient experienced inadequate stimulation in the left foot. It was also noted that when the stimulation was set to high amplitude, the patient could not tolerate the stimulation on the right leg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.